Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board and machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. The device will be scrapped as per customer request.